Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes/ perforation(fallopian tube(s))'), uterine perforation ('perforation: uterus/ perforation (uterus)/migration of essure: uterus/malposition of essure: through uterus'), embedded device ('middle portion embedded in the tubal ostia'), device breakage ('device breakage/ failure to occluded fallopian tubes'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), genital haemorrhage ('abnormal bleeding (general)') and suicidal ideation ('psychological or psychiatric problems:- conditions: suicidal thoughts') in a 34-year-old female patient who had essure (ess205) (batch no. 620750, 620741) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included gravida I, parity 1, gastritis, penicillin allergy and d & c. Previously administered products included for an unreported indication: fexofenadine, loratadine and escitalopram. Concurrent conditions included left lower quadrant pain, ovarian cyst, abdominal pain, vaginitis, uterine tenderness, gastroesophageal reflux disease, allergic rhinitis and bronchitis asthmatic. Concomitant products included escitalopram oxalate (lexapro) and mometasone furoate (flonase). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea(cramping)") and dyspareunia ("dyspareunia/ dyspareunia( painful sexual intercourse)"), 6 years 10 months after insertion of essure (ess205). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia/ apareunia(inability to have sexual intercourse)"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal/digestive disorder: ibs/ gastrointestinal/digestive disorder: type: ibs-c"), pruritus allergic ("allergic or hypersensitive reaction: pruritis/itchiness"), mood swings ("hormonal changes: mood swings"), vulvovaginal mycotic infection ("infection: yeast infection/ infection (bladder/ urinary tract/ vaginal)- type: yeast infection"), migraine ("migraine / headaches"), nausea ("nausea"), pelvic pain ("pain/ pain pelvic"), post-traumatic stress disorder ("psychological or psychiatric problems: ptsd"), anxiety ("psychological or psychiatric problems: anxiety"), depression ("psychological or psychiatric problems: depression"), suicidal ideation (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (ablation and salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, uterine perforation, embedded device, device breakage, vaginal haemorrhage, menorrhagia, genital haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, irritable bowel syndrome, pruritus allergic, mood swings, vulvovaginal mycotic infection, migraine, nausea, pelvic pain, post-traumatic stress disorder, anxiety, depression, suicidal ideation and vaginal discharge outcome was unknown. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, pelvic pain, post-traumatic stress disorder, pruritus allergic, suicidal ideation, uterine perforation, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure (ess205). The reporter commented: the patient agrees on the claim that injuries/ symptoms(unknown) resulted from essure decreased or resolved following removal. Discrepancy noted in insertion date : (B)(6) 2013. Removal procedure: procedure: uterus, ovaries normal. Left tube had a tense white area at the cornua but no distinct coil identified. Right tube appeared wnl. Transected right tube - removed with intact essure. Similar procedure on left; only 1 coil identified when examining the tube once it was removed. Cornua inspected an no other coils visualized. Hysteroscope placed, and left essure visualized and noted to have 2 trailing ends in the endometrial cavity folded over on itself. End was grasped, essure broke in half, both ends were able to be removed. Fragments of coil noted and each were removed without difficulty. Surgical pathology report left tube and essure implant and fragments; right tube and essure implant. Diagnosis: complete segment of fallopian tube and essure implant, left. Complete segment of fallopian tube, multiple paratubal cyst and no evidence of essure implant, right gross: left tube and essure implant / fragments: 8 x 0.5 x 0.5 cm fimbriated segment of red-tan fallopian tube. Adherent to tube is 1.5 cm in length cylindrical fragment of coiled metallic synthetic material consistent with essure implant. Right tube with essure implant: 8 x 0.6 x 0.5 cm fimbriated segment of red-tan fallopian tube. Attached to the fallopian the are numerous small fluid filled cysts. No coiled synthetic material identified within the tube or within specimen container. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2013: findings: metallic coils project over uterine fundus compatible with clinical history. Fallopian tubes are generally not well demonstrated with CT probable small corpus luteum left ovary. Bowel unremarkable. Impression: negative CT scan of pelvis.. Ultrasound scan - on (B)(6) 2013: both essure devices seen. Left device may be slightly misplaced as it is seen at the top of the endometrium. Right appears in proper placement. Left ovary contained an irregular wall simple cyst, may suggest a collapsing follicle.; on (B)(6) 2013: suggestive that left essure may be displaced. Recommend CT scan. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records: pelvic pain, irritable bowel syndrome, device embedded, dyspareunia. Lot number:620741 manufacture date:2006-08 expiration date: 2008-07 , lot number:620750 manufacture date: 2006-09 expiration date: 2008-08 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-aug-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage / failure to occluded fallopian tubes'), fallopian tube perforation ('perforation: fallopian tubes/ perforation (fallopian tube(s)', uterine perforation ('perforation: uterus / perforation (uterus) / migration of essure: uterus/malposition of essure: through uterus'), embedded device ('middle portion embedded in the tubal ostia'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), genital haemorrhage ('abnormal bleeding (general)') and suicidal ideation ('psychological or psychiatric problems: conditions: suicidal thoughts') in a 34-year-old female patient who had essure (ess205) (batch no: 620750, 620741) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included gravida I, parity 1, gastritis, penicillin allergy and d & c. Previously administered products included for an unreported indication: fexofenadine, loratadine and escitalopram. Concurrent conditions included left lower quadrant pain, ovarian cyst, abdominal pain, vaginitis, uterine tenderness, gastroesophageal reflux disease, allergic rhinitis and bronchitis asthmatic. Concomitant products included escitalopram oxalate (lexapro) and mometasone furoate (flonase). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea / dysmenorrhea(cramping)"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), irritable bowel syndrome ("gastrointestinal / digestive disorder: ibs/ gastrointestinal / digestive disorder: type: ibs-c"), pruritus allergic ("allergic or hypersensitive reaction: pruritis/itchiness"), mood swings ("hormonal changes: mood swings"), vulvovaginal mycotic infection ("infection: yeast infection / infection (bladder / urinary tract / vaginal) type: yeast infection"), migraine ("migraine / headaches"), nausea ("nausea") and pelvic pain ("pain / pain pelvic"), 6 years 10 months after insertion of essure (ess205). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant), fatigue ("fatigue"), post-traumatic stress disorder ("psychological or psychiatric problems: ptsd"), anxiety ("psychological or psychiatric problems: anxiety"), depression ("psychological or psychiatric problems: depression") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (ablation and salpingectomy (bilateral). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, embedded device, vaginal haemorrhage, menorrhagia, genital haemorrhage, suicidal ideation, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, irritable bowel syndrome, pruritus allergic, mood swings, vulvovaginal mycotic infection, migraine, nausea, pelvic pain and vaginal discharge outcome was unknown and the post-traumatic stress disorder, anxiety and depression had resolved. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, pelvic pain, post-traumatic stress disorder, pruritus allergic, suicidal ideation, uterine perforation, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure (ess205). The reporter commented: the patient agrees on the claim that injuries/ symptoms(unknown) resulted from essure decreased or resolved following removal. Discrepancy noted in insertion date : on (B)(6) 2013. Removal procedure: procedure: uterus, ovaries normal. Left tube had a tense white area at the cornua but no distinct coil identified. Right tube appeared wnl. Transected right tube removed with intact essure. Similar procedure on left; only 1 coil identified when examining the tube once it was removed. Cornua inspected an no other coils visualized. Hysteroscope placed, and left essure visualized and noted to have 2 trailing ends in the endometrial cavity folded over on itself. End was grasped, essure broke in half, both ends were able to be removed. Fragments of coil noted and each were removed without difficulty. Surgical pathology report left tube and essure implant and fragments; right tube and essure implant. Diagnosis: complete segment of fallopian tube and essure implant, left. Complete segment of fallopian tube, multiple paratubal cyst and no evidence of essure implant, right gross: left tube and essure implant / fragments: 8 x 0.5 x 0.5 cm fimbriated segment of red-tan fallopian tube. Adherent to tube is 1.5 cm in length cylindrical fragment of coiled metallic synthetic material consistent with essure implant. Right tube with essure implant: 8 x 0.6 x 0.5 cm fimbriated segment of red-tan fallopian tube. Attached to the fallopian the are numerous small fluid filled cysts. No coiled synthetic material identified within the tube or within specimen container. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis: on (B)(6) 2013: findings: metallic coils project over uterine fundus compatible with clinical history. Fallopian tubes are generally not well demonstrated with CT probable small corpus luteum left ovary. Bowel unremarkable. Impression: negative CT scan of pelvis. Ultrasound scan: on (B)(6) 2013: both essure devices seen. Left device may be slightly misplaced as it is seen at the top of the endometrium. Right appears in proper placement. Left ovary contained an irregular wall simple cyst, may suggest a collapsing follicle.; on (B)(6) 2013: suggestive that left essure may be displaced. Recommend CT scan. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records: pelvic pain, irritable bowel syndrome, device embedded, dyspareunia. Lot number: 620741, manufacture date: 2006-08, expiration date: 2008-07. Lot number: 620750, manufacture date: 2006-09, expiration date: 2008-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2019: pfs received outcome of events "depression, anxiety and ptsd" were updated as recovered. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes/ perforation(fallopian tube(s))'), uterine perforation ('perforation: uterus/ perforation (uterus)/migration of essure: uterus/malposition of essure: through uterus'), embedded device ('middle portion embedded in the tubal ostia'), device breakage ('device breakage/ failure to occluded fallopian tubes'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), genital haemorrhage ('abnormal bleeding (general)') and suicidal ideation ('psychological or psychiatric problems:- conditions: suicidal thoughts') in a (B)(6)-year-old female patient who had essure (ess205) (batch no. 620750, 620741) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included gravida I, parity 1, gastritis, penicillin allergy and d & c. Previously administered products included for an unreported indication: fexofenadine, loratadine and escitalopram. Concurrent conditions included left lower quadrant pain, ovarian cyst, abdominal pain, vaginitis, uterine tenderness, gastroesophageal reflux disease, allergic rhinitis and bronchitis asthmatic. Concomitant products included escitalopram oxalate (lexapro) and mometasone furoate (flonase). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea(cramping)") and dyspareunia ("dyspareunia/ dyspareunia( painful sexual intercourse)"), 6 years 10 months after insertion of essure (ess205). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia/ apareunia(inability to have sexual intercourse)"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal/digestive disorder: ibs/ gastrointestinal/digestive disorder: type: ibs-c"), pruritus ("allergic or hypersensitive reaction: pruritis/itchiness"), mood swings ("hormonal changes: mood swings"), vulvovaginal mycotic infection ("infection: yeast infection/ infection (bladder/ urinary tract/ vaginal)- type: yeast infection"), migraine ("migraine / headaches"), nausea ("nausea"), pelvic pain ("pain/ pain pelvic"), post-traumatic stress disorder ("psychological or psychiatric problems: ptsd"), anxiety ("psychological or psychiatric problems: anxiety"), depression ("psychological or psychiatric problems: depression"), suicidal ideation (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (ablation and salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, uterine perforation, embedded device, device breakage, vaginal haemorrhage, menorrhagia, genital haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, irritable bowel syndrome, pruritus, mood swings, vulvovaginal mycotic infection, migraine, nausea, pelvic pain, post-traumatic stress disorder, anxiety, depression, suicidal ideation and vaginal discharge outcome was unknown. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, pelvic pain, post-traumatic stress disorder, pruritus, suicidal ideation, uterine perforation, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure (ess205). The reporter commented: the patient agrees on the claim that injuries/ symptoms(unknown) resulted from essure decreased or resolved following removal. Discrepancy noted in insertion date: (B)(6) 2013, (B)(6) 2013. Removal procedure: procedure: uterus, ovaries normal. Left tube had a tense white area at the cornua but no distinct coil identified. Right tube appeared wnl. Transected right tube - removed with intact essure. Similar procedure on left; only 1 coil identified when examining the tube once it was removed. Cornua inspected an no other coils visualized. Hysteroscope placed, and left essure visualized and noted to have 2 trailing ends in the endometrial cavity folded over on itself. End was grasped, essure broke in half, both ends were able to be removed. Fragments of coil noted and each were removed without difficulty. Surgical pathology report: left tube and essure implant and fragments; right tube and essure implant. Diagnosis: complete segment of fallopian tube and essure implant, left. Complete segment of fallopian tube, multiple paratubal cyst and no evidence of essure implant, right gross: left tube and essure implant / fragments: 8 x 0.5 x 0.5 cm fimbriated segment of red-tan fallopian tube. Adherent to tube is 1.5 cm in length cylindrical fragment of coiled metallic synthetic material consistent with essure implant. Right tube with essure implant: 8 x 0.6 x 0.5 cm fimbriated segment of red-tan fallopian tube. Attached to the fallopian the are numerous small fluid filled cysts. No coiled synthetic material identified within the tube or within specimen container. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2013: findings: metallic coils project over uterine fundus compatible with clinical history. Fallopian tubes are generally not well demonstrated with CT probable small corpus luteum left ovary. Bowel unremarkable. Impression: negative CT scan of pelvis.. Ultrasound scan - on (B)(6) 2013: both essure devices seen. Left device may be slightly misplaced as it is seen at the top of the endometrium. Right appears in proper placement. Left ovary contained an irregular wall simple cyst, may suggest a collapsing follicle.; on (B)(6) 2013: suggestive that left essure may be displaced. Recommend CT scan. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records: pelvic pain, irritable bowel syndrome, device embedded, dyspareunia. Most recent follow-up information incorporated above includes: on 30-jul-2019: plaintiff fact sheet and medical records received : lot number added. Incident category updated. Event ¿ injury¿ was replaced with events given in the sd. Events added- genital haemorrhage, vaginal haemorrhage, menorrhagia, pruritus, female sexual dysfunction, device breakage, dysmenorrhea, dyspareunia, fatigue, irritable bowel syndrome, mood swings, vulvovaginal mycotic infection, device embedded, migraine, nausea, pelvic pain, fallopian tube perforation, uterine perforation, psychological or psychiatric problems: ptsd, anxiety, depression, suicidal ideation, vaginal discharge, device monitoring procedure not performed¿. Event onset dates added. Severity of pelvic pain updated. Implant and explant date updated. Medical history and concurrent conditions added. Lab details added. Concomitant and historical products added. Reporter information, patient details, product indication updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.